Event description:
The customer alleged that she would sometimes receive readings using her contour meter that were more than 100 mg/dl lower than readings from another meter. She did not provide any actual readings. The difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot or provide additional information before ending the call. No product will be returned for evaluation.

Manufacturer narrative:
The customer did not provide a meter serial number so it was not possible to determine a manufacture date.